Event description:
A company representative reported that the tip of an aleutian disc spreader deformed intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
Additional data: d4, d9, h3, h4 h6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.